Event description:
It was reported that the blue cable was broken. There have been no pt consequences reported. There was no procedure involvement.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found the rotational cable was cut. To correct the issue, the analysis site replaced the rotational cable. Parts replaced that were unrelated to the customer's complaint were as follows: port shaft, electrical cable, encoder, firing lever, translational cable, transmission clamp, pcb assembly, safety latch and top and bottom frame. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.